Event description:
The customer reported the ventilator alarmed w/data acquisition pcba adc reference failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. There was no reported patient involvement.